Event description:
Event description boston scientific received information that the pace/sense portion of this shocking lead had a rise in lead impedance measurements over the past year, from 1500 ohms to 3000 ohms. The lead measurements of the shocking portion of the lead were within normal limits, and a recent shock was successful.